Event description:
It was reported that a clearlink continu-flo solution set?s tubing separated from the bottom y-site luer. The set was being used to administer a rapid sequence intubation medications to a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The customer reported that the lot number was either r13d08075 or r13d06087. The sample has been received for evaluation. Visual inspection identified that the tubing had pulled out of the luer inlet port. Microscopic inspection determined that there was no solvent plow ridge present on the connection. The remaining solvent bonds were then pull tested with no failures found.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.